Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on august 12, 2015 to enter additional information which had been received on august 06, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 52/46 l. The patient was revised due to pain, loosening, pseudotumor and elevated metal ions.

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown durom us acetabular component on the left side on (B)(6) 2007 and revised on (B)(6) 2013 due to pain and loosening.